Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the proximal ring rust/green in the trifurcation. The analyst noted that no conductor fracture was found on the proximal portion returned. But visual inspection found green substance in the trifurcation, and that failed to meet visual specification. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing and noise. The rv lead was inactivated and later explanted and replaced. It was also reported that during the procedure to replace the rv lead, the patient's left ventricular (lv) lead fractured. It was also reported the lv lead exhibited a high and undefined impedance as well as no capture. The lv lead was inactivated. No patient complications have been reported as a result of this event.